Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted total colectomy  surgical procedure a monopolar curved scissors instrument had a steel wire coming out of the pulley. The procedure was completed with no reported injury.